Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The rep reported that the patient was scheduled for a normal battery replacement, and pre-operatively the impedances were tested and the bi-polar pair 1/2 showed 54 ohms. The rep reported that the monopolar pairs tested fine. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that it was determined the adaptor was not fully seating in the ins. The rep reported that when the replacement was done on the ins, the impedances got better. The rep reported that bipolar contact 2 was still low, but the healthcare provider (hcp) didn't want to investigate further due to the patient's health. The rep reported the hcp was going to try to program around that contact. The rep reported that the issue was considered to be resolved. No further patient complications have been reported as a result of this event.